Event description:
Ff/emt's responded to a person in full cardiac arrest and down for an unk period of time. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes and would not analyze the pt's rhythm. The pt's family member produced a "do not resuscitate" order and resuscitation efforts were stopped.